Event description:
It was reported that the patient arrived to the emergency room due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). At the time of the event the patient was working. From the event it was noted variation in the signal and provocation maneuvers only showed a little myopotential noise as well as noise seen with the same movements the patient was doing when the device delivered a shock. The patient will have an x-ray performed to review by technical services (ts). No adverse patient effects were reported. The s ICD remains implanted.

Event description:
It was reported that the patient arrived to the emergency room due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). At the time of the event the patient was working. From the event it was noted variation in the signal and provocation maneuvers only showed a little myopotential noise as well as noise seen with the same movements the patient was doing when the device delivered a shock. The patient will have an x-ray performed to review by technical services (ts). No adverse patient effects were reported. The s ICD remains implanted.